Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose. The caller stated that when she removed the reservoir from the insulin pump in an attempt to resolve the issue, she noticed that insulin was leaking into the reservoir compartment, and they could not determine where the leak is occuring. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specifications. No occluded/air bubbles anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.